Event description:
Cytoxan (cyclophosphamide) was prepared by the pharmacy with chemotherapy tubing. When programmed into the pump, the chemo would not infuse. The pump said there was an occlusion upstream. Upon looking at the tubing, the part that fits into the pump was smashed completely flat. Health care providers called nurse and she had to take the chemo down to pharmacy and replace the tubing. Once this was done, the chemotherapy infused without any difficulty. It was a faulty chemo tubing. The patient ended up being here longer than expected, but she was very understanding of the situation.